Event description:
It was reported that lead fracture was suspected. At explant no anomaly was noted.

Manufacturer narrative:
External insulation abrasion was noted at 12.5 to 13.5cm from the connector pin consistent with friction to the ICD can. The etfe coating of the rv conductors were intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.